Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that prior to loading a new cartridge with insulin, a small piece of the white septum material on the cartridge was "poking out". The contact discarded the cartridge and another cartridge was successfully loaded. Blood glucose (bg) was 540 mg/dl. The infusion set was changed out to address elevated bg.